Event description:
A supplies manager reported a dialyzer blood leak associated with hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred about 5 minutes into the hemodialysis (hd) treatment.the leak was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The dialysis machine did alarm with a blood leak alarm. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 200-300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.